Event description:
Once I had the essure implanted, didn't notice a problem right away, but within the first year started to notice problems and as time went on they became worse. See list below: cramping, sharp/stabbing pelvic pain abnormal menses, ovarian cysts, bacterial vaginosis, really bad constant spotting, discharge (odor/no odor), really bad endometriosis, excessive bleeding during period (menorrhagia), very bad painful ovulation (mittelschmerz), bad night sweats, loss of libido, hot flashes, bleeding/spotting after sex painful periods (dysmenorrhea), bad painful intercourse (dyspareunia) bad bleeding between periods (metrorrhagia), long menstrual cycles (polymenorrhea) which I should have had because I had an ablation, urgent/frequent urination, uti (urinary tract infection), bladder infection, itching, burning, stinging, stabbing of vaginal entrance (vulvodynia) breast pain/tenderness back, joint pain, bad nausea, gas, constipation, severe bloating, metallic taste in mouth. Headaches or migraines, nerve pain, all over brain fog, cloudiness, forgetfulness, anxiety/panic attacks, mood swings, depression (sadness/suicidal thoughts), tremors/shakiness, vitamin d deficiency, regular dr said I had this insomnia, weight issues (gain), excessive sweating, severe bloating, weird metal smell in urine.